Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the highly calcified distal lateral plantar vessel. A 300cm, straight-tip fighter guide wire was advanced to cross the lesion. The physicians think that the wire may have gone subintimal and lodged in the subintimal space of the vessel. Upon an attempt to retrieve the wire, the tip sheared off. The wire was stretched and the distal tip was left within the vessel. Another wire was inserted distally and dilatation was performed. The physicians attempted to snare the detached tip but were unable to retrieve it. They used other multiple wires, other catheters, other balloons and other techniques in attempt to retrieve the detached tip. After all attempts were made with no success, they took another balloon to cross where the tip was and ballooned the tip to pin it into the vessel wall. The vessel remained opened with the wire tip pinned within the vessel wall. After intravascular ultrasound was performed, the physician believed that the wire would not cause any harm to the patient. No patient complications were reported and the patient's status was fine. The device was returned for analysis. The overall length of the returned guidewire was 296cm. It was not possible to determine the length of the device which was left in the patient's body due to the extensive damage to the distal end of the device. There were numerous minor kinks throughout the length of the device. The coil of the device was stretched and damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the highly calcified distal lateral plantar vessel. A 300cm, straight-tip fighter guide wire was advanced to cross the lesion. The physicians think that the wire may have gone subintimal and lodged in the subintimal space of the vessel. Upon an attempt to retrieve the wire, the tip sheared off. The wire was stretched and the distal tip was left within the vessel. Another wire was inserted distally and dilatation was performed. The physicians attempted to snare the detached tip but were unable to retrieve it. They used other multiple wires, other catheters, other balloons and other techniques in attempt to retrieve the detached tip. After all attempts were made with no success, they took another balloon to cross where the tip was and ballooned the tip to pin it into the vessel wall. The vessel remained opened with the wire tip pinned within the vessel wall. After intravascular ultrasound was performed, the physician believed that the wire would not cause any harm to the patient. No patient complications were reported and the patient's status was fine.